Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in nozzle and probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device disinfection and cleaning process. Following field was update: g3, h2, h3, h6, h11. The customer provided additional information regarding the device disinfection and cleaning process. According to the customer, there was no delay in the start of precleaning and the device was manual cleaned within an hour after the procedure. The device was also appropriately rinsed before manual disinfection and the disinfection and cleaning process was performed manually. The device air/water channel was flushed with water and air and the device surface was wiped during reprocessing. Based on the results of the investigation, the reported issue was confirmed; however, the foreign material inside of the device was not identify. Also, the root cause of the foreign material remaining in the subject device was not identified. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in the evis lucera gif/cf/pcf type 190 series operation manual chapter 3 preparation and inspection. States the preventative measures in evis lucera gif/cf/pcf type 190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.